Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for procedure, the left ventricular (lv) lead dislodged while slitting the sheath and fell on the floor. The lead was replaced. The patient was discharged.